Event description:
According to the hospital quality review administrator, perforation of the colon occurred during a routing colonoscopy procedure. The pt is a diabetic with a history of peritoneal adhesions, diverticulosis and was diagnosed with colon cancer in 1978. In 1978, the pt underwent colon resection due to the descending colon cancer. When perforation occurred during this latest colonoscopy, the pt was taken to surgery for colon resection and revision of the earlier colostomy. The pt is reportedly doing fine.